Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (h10i29081, h10j03028, h10j19081). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from (B)(6). This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of very sick and peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, product surveillance followed-up with the patient regarding a previous alarm on the homechoice device. At the time of the call, the patient reported she was very sick (onset date not reported) and stated that pd therapy was the cause of her sickness. Also reported, was that the patient was experiencing severe stomach pains. Upon follow-up on (B)(6) 2011, the nurse reported she was aware of the patient's condition and was on her way to see the patient in her home. The consumer reported the event of very sick was related to dianeal; however, did not provide an opinion of causality for the event of severe stomach pains. No other information was reported. Upon follow up with the nurse on (B)(6) 2011, the nurse confirmed that the patient experienced peritonitis manifested by severe stomach pains and required hospitalization. It was not reported if laboratory data was performed, if remedial therapy was rendered or if dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. It was not reported if the event of very sick had resolved. On an unreported date, the event of peritonitis had resolved. The outcome for the events very sick and severe stomach pains were not reported. The nurse considered the event of peritonitis to be unrelated to dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies.